Event description:
Reportedly, the surgeon did not have good angulation of the instrument as he fired one staple line over another staple line. The tissue was bunching in the jaw of the instrument while angulating it upwards towards the pt's head. The instrument was fired with acceptable results. The surgeon inspected the staple line on the gastric pouch side, continued the case, and insufflated to check for any leaks. No leaks were detected. However, the surgeon did not inspect or check the remnant portion of the stomach. Three days post-operatively, the pt started displaying signs of a fever and all the signs of a leak (hypotension). Therefore, the pt was scoped to check the staple line and gastric pouch and no leaks were detected. By the fifth day, the pt's condition deteriorated and by later that day expired. During the autopasy, a one and a half to 2 mm hole was found on the remnant of the stomach. The pt also checked postive for peritonitis and septic shock. Procedure: lap gastric bypass.